Manufacturer narrative:
H2: continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was prompting a message saying the radiation was disabled. The radiologic technologist (rt) made sure the image acquisition system (ias) key was turned to the right position and rebooted the system. The system was stuck in initializing. No patient was present.

Manufacturer narrative:
H3: the system was serviced in the field, and the field service engineer (fse) found the ps1 at 4.94 v. They reseated/cleaned the connectors and it was still at 4.94 v. They adjusted it to 5.15 v. They rebooted the system 5 times, taking exposures, and verifying voltage on ps1 was constant after each reboot. The system performed as intended. Codes b01, c02, d02 are applicable to this analysis. H6: multiple fdd/annex a codes were reported. A090501 was coded for the radiation being disabled. A110201 was coded for the system stuck in initializing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.